Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter.

Event description:
It was reported that the merlin.net transmitter did not power-on several different power sources. The device was returned and replaced.